Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("cramping- abdominal area "). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: other" please describe has been seen and treated for heavy bleeding and cramping quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events vaginal bleeding, cramping- abdominal area were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("cramping- abdominal area"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: other" please describe has been seen and treated for heavy bleeding and cramping essure confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the correct bayer received date is (B)(6) 2020, instead of (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),") and anaemia ("anemia"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. The reporter considered anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure. The reporter commented: other" please describe has been seen and treated for heavy bleeding and cramping. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), anemia, migration were added. Plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, blood pressure high and vitamin d deficiency. Concomitant products included paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping- abdominal area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: other" please describe has been seen and treated for heavy bleeding and cramping. Essure confirmation test: yes. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received events " dyspareunia (painful sexual intercourse), weight gain" were added. Patient demographics, medical history, concomitant drug and lab data were added. Lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, blood pressure high and vitamin d deficiency. Concomitant products included paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping- abdominal area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: other" please describe has been seen and treated for heavy bleeding and cramping essure confirmation test: yes current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: 50512943 manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.